Event description:
The recipient is reportedly experiencing decreased performance and loss of lock. External equipment was exchanged, and programming adjustments were made, however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not be explanted at this time. It is believed that the recipient experienced an in-situ failure. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was not reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has reportedly healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, which is believed to have occurred during revision surgery. Visual inspection also revealed a dented bottom cover. The photographic imaging inspection a broken electrode wire in the fantail region. System lock was obtained intermittently. Scanning electron microscopy (sem) did not reveal any anomalies at the feedthru conductive epoxy connections. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. Resistance measurement test is inconclusive due to the damage to the hybrid during analysis. The reported complaint of loss of lock with the device was verified during this analysis. However, the bond wires were damaged during hybrid extraction. Due to the damage induced during analysis the root cause could not be determined. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.